Event description:
The facility reported an infusion pump that fails the battery capacity test. Info was not provided regarding whether or not the failure occurred during an infusion. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.